Manufacturer narrative:
A ht70 ventilator was returned to covidien/medtronic¿s failure analysis. A visual inspection found no notable conditions. An investigation was performed and the failure analysis technician reported that the reported condition could not be duplicated, however a leak was found in the pump/manifold assembly. The pump/manifold assembly was replaced. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator screen freezes during power on. There was no patient involvement.